Event description:
Oversensing. This riata lead was on recall, had high pacing threshold (2.sv at 0.4ms), and was experiencing episode of ventricular noise/oversensing. Lead was 604450471. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).